Event description:
The reporter stated that the surgeon inserted a aq2003v 3 piece silicone lens. The lens leading haptic tore off during insertion into the eye. The incision was enlarged and the lens was removed whole. Surgery was completed with another lens and a suture was required to close the wound. The cause of the leading haptic tearing off was unknown.